Manufacturer narrative:
The sheath is not available for evaluation as there was no allegation of device dysfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access vessel¿s minimum luminal diameter was 9.1mm, and the access vessel was noted to be severely tortuous and mildly calcified. The root cause for the reported event cannot be confirmed. However, per report, the access vessel was noted to be severely tortuous and the site cutdown was made lower than expected. These patient and procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following transcatheter aortic valve replacement (tavr) the physician stated that the cutdown of the access site was lower than expected, which resulted in a medial tear of the right common iliac artery proximal to the vessel loops when the retroflex3 sheath was withdrawn. This was repaired with a propaten vascular graft and the superficial femoral artery was repaired with a 8 x 60mm self expanding stent. The patient was in stable condition following the repairs. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 9.1mm. The vessel was described as not calcified and severely tortuous.